Event description:
Reportedly, the vigilance monitor, model vgs, "smoked". The customer stated that "smoked from back of monitor". No patient injury was reported.

Event description:
It was reported that the patient has expired. Through follow-up with the health-care provider, it was learned that this device was explanted after an implant duration of approximately 95.2 months due to calcification. Patient expired approximately 3.2 months after the explant. The cause of death is unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another device previously implanted. Through follow up with the health care provider (via fax), additional information and a copy of the operative report (regarding the explant of the reported device) was received. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.